Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the rf assure body scanner would not detect the sponge count correctly. The sponge count was completed using the rf assure wand. No patient injury was reported.

Manufacturer narrative:
(B)(4). Date of initial report: 15 aug 2016. Date of follow-up report : 23 sep 2016. Evaluation summary: the device was returned for evaluation. The investigation confirmed a problem with the device. The investigation found a failure on a coil of the body scanner and when the scanner was plugged into the rf assure console a replace mat error was displayed on the screen. The investigation identified the root cause of the reported event to be internal coil damage caused by excessive bending and flexing of the mat during handling. The directions for use instruct the user to store the body scanner flat. A review of the appropriate device history records indicated that this unit was released meeting all specifications.